Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a mean pressure gradient of 4mmhg. Two clips were successfully implanted, reducing the mr to a grade of 2-3. The gradient increased to 7mmhg, but the physician was satisfied with the results and the procedure was concluded. On (B)(6) 2023, the patient returned to the hospital for a follow up appointment. At this time, it was observed the patient's gradient increased to 12mmhg. Both clips were stable and no treatment was performed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.